Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient experienced a total retinal detachment of the left eye two days after undergoing an anterior vitrectomy due to a hole in the posterior capsule (posterior capsular hole was secondary to unknown trauma to the eye). The surgeon referred the patient to a retinal specialist. The specialist indicated the patient has a "complicated retinal detachment¿ with ¿poor prognosis". Additional information was requested; however, none has been received to date.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, a device history record and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. It should be noted, a review of the report shows no report of a device malfunction. It appears the user needed a phacoemulsification (anterior) cassette and was informed the type of cassette available was "the wrong cassette," however, at the surgeons discretion, a posterior cassette was used for the procedure. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. (B)(4).